Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and 492 mg/dl. It was unknown if the customer was using auto mode or not. The customer declined troubleshooting for high blood glucose value stated they corrected high blood glucose value and gave him plenty of water. The insulin pump will not be returned for analysis.